Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel medical, isa, using peracetic acid. The device was evaluated at olympus france s.a.s. (Ofr). As a result of the evaluation, the following was confirmed. The insulation resistance value of the distal end cap was out of the standard. The ccd lens was scratched. The light guide lens was chipped. The distal end cap was dented. The adhesive of the bending section rubber was worn. The endoscope cover was damaged. The remote switch 1 was worn and damaged. The angulation was insufficient. There was no foreign material in all channels. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation result, the reported event may be less relevant to the device. As a result of microbiological testing after reprocessing by the user facility, the growth of the bacteria (>100 cfu/endoscope) was observed. As a result of the microbiological testing conducted after reprocessing by ofr according to the instruction manual, no bacterial growth was observed. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus france(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa and stenotrophomonas maltophilia (the total is >100 cfu.) Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.